Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The returned product sample consisted of one incomplete 14.5 fr dual lumen hemodialysis catheter, palindrome with laser slots. After visual inspection, it was noted that the catheter had signs of use and it was cut under the felt cuff. Additionally, a hole was found at the joint, between the hub and the am sleeve. During an underwater test (functional test) bubbles were detected coming out below the hub, from the lumen which corresponds to the venous extension. The lumen corresponding to the arterial extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter or components if they appear damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, and cuts which could impair its performance. The event description stated that the catheter functioned as intended for 7 months. It is more likely the device was damaged during that time. As part of a corrective and preventive action (CAPA) in (B)(6) 2014, a covidien team conducted a customer visit with this customer for these particular complaints in order to obtain catheter use and cleaning information directly from customers that have recently logged product complaints stemming from catheter leaks at the cannula/hub junction of the palindrome catheters. The lot involved within this complaint was manufactured on (B)(6) 2011 prior to the expected implementation date of actions related to this CAPA. After evaluation, it was defined that this event is being handled through this CAPA and no additional actions are required. With the available information, the most probable root cause could be that the leak was caused due to an improper use of a cleaning agent. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operation. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there&#39;s a leak at the y junction. As the result, the patient experienced blood leakage. The device was pulled and replaced on (B)(6) 2014. No patient injury. The dwell time of the catheter in the patient: approximately 7 months.

Manufacturer narrative:
Submit date: 10/23/2014.an investigation is currently underway. Upon completion, the results will be forwarded.